Event description:
A customer contacted beckman coulter regarding erroneously elevated ft3 results, above the normal reference range, generated by the unicel® dxi 800 access® immunoassay system for two patients. Subsequent testing produced results within the normal reference range for both patients. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, a routine system check performed on (B)(6)2010 passed; however, one of its parameter was on the higher side of the system's limit.a field service engineer (fse) was dispatched: a) the fse rebuilt the reagent pipettor precision pumps and performed the pipettor matching procedure with good results. B) qc was performed and resulted within the customer's established ranges.although hardware issues were addressed, a definitive root cause has not been determined to date for this event.